Manufacturer narrative:
(B)(4). Upon follow up, it was reported on an unknown date, the patient had completed the course of antibiotics and the effluent was clear. At the time of this report, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient was treated with vancomycin injection 1.5 grams once in five days (route and duration not reported) and fortum injection 1.5 grams once a day (route and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. It was unknown if the patient was recovering or was recovered from the peritonitis. No additional information is available.